Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on unspecified dates and involved clave¿ connectors where it was reported that the facility had 5 incidents where the connection was spontaneously detached from the tubing line during infusion of taxol. The disconnection occurred at connection site between connector and tubing of port (in some cases) and primary tubing (in other cases). The set up was the connector was always connected directly on the end of either the patient¿s port line or peripheral IV line. The primary tubing was then connected into the luer lock of the connector. Each case resulted in complete disconnection resulting in leaking. The reporter stated that in every case the connector and tubing was replaced and the therapy was resumed. There was patient involvement and no human harm. This is the fourth of five occurrences.

Manufacturer narrative:
The complaint of disconnection could not be confirmed or replicated on the returned eighty-six (86) new. List #c1000, clave¿ connector; lot #6033288. Thirty-five (35) of the eighty-six (86) new list #c1000, clave¿ connector; lot #6033288 were selected. No damages or anomalies noted. No mating device were returned for evaluation. No used samples were returned for evaluation. The samples were leak tested per product specification. There were no leaks and no disconnections observed. The returned sample met product iso measurement and product specifications. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.